Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: assortiments coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device did not deploy. Decided not to try again to place the seal and apply manual compression instead. Patient had minor harm.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5, to update section d9, h3 and to provide the completed the completed investigation results. The actual device is no longer available for returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the sheath and carrier tube were unable to be assembled to due to mechanical damage, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 15 jan 2024: the iliac percutaneous old balloon angioplasty (poba) procedure was performed using a 6 fr sheath without any issues regarding arterial access, sheath, guidewire, or catheter insertion. Stick was with ultrasound instead of a pre-deployment angiogram. There was a problem with the device connection, but no blood loss occurred. The patient condition was stable. No concomitant medical products were used with the angio-seal.